Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser where the customer reported that the pump turned off mid herparin infusion with no warning. The pump was infusing as programmed and then turned off without alarming. When it was plugged in again, it started alarming that the battery needs servicing. Harm was not reported as a consequence of this event.

Manufacturer narrative:
D9 - date returned to mfg - 5 aug 2025. Investigation summary confirmed customer¿s complaint of ¿pump was infusing as programmed and then turned off without alarming. When it was plugged in, it started alarming that the battery needs servicing.¿ device was received with depleted battery. Replaced battery, pressed battery change softkey. Review of device alarm log history found error codes related to the battery were present. Review of 12 month history found battery change softkey had not been pressed. Device now powers on and functions as designed. Device passed self-test with no error alarms. Probable cause is depleted battery.